Event description:
It was reported that this pkl-35m poplok punch 3.5mm was incorrectly assembled in that the handle is for a 3.5mm poplok punch, but the driver shaft is for a 4.5mm poplok punch. This discrepancy was easily identified by the user/surgical staff before use. There have been no patient involvement and/or injuries associated with this non-conformance.

Manufacturer narrative:
Conmed linvatec received this poplok punch for evaluation and confirmed the reported misassembled. Visual examination of the returned instrument found it had 3.5mm poplok anchor etched on the blue handle, but that the shaft was etched as pkl-45m. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed.